Event description:
It was reported that the pt's catheter had multiple leaks, so the pt's catheter was replaced "(B)(6)." A catheter dye study was completed and was negative for leaks. The pt had a drug taste in his mouth and increased pain. The drug used in the pump at the time of the event was morphine.

Manufacturer narrative:
(B)(4).